Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at approximately 9:00 am, the patient was found unresponsive while asleep at home. She was experiencing a hypoglycemic episode. Upon discovering her condition, the patient's father did not perform a blood glucose test but immediately transported her to the hospital. She remained unconscious during the trip and arrived at the facility around 10:00 am. Upon arrival, the patient regained partial consciousness while on a stretcher and was promptly admitted to the emergency room (ER). A blood glucose test was conducted by the attending nurse using a bg meter, revealing a critically low reading of 20 mg/dl. During this time, the patient was intermittently conscious. According to the patient¿s recollection, she was treated with sugar water, dextrose (dct) fluids, and given a can of coca-cola. These interventions resulted in an estimated bg increase to 150 mg/dl, after which she gradually regained full consciousness. The patient remained hospitalized for continued monitoring until her blood sugar levels stabilized. During her stay, her insulin pen was changed from basaglar to toujeo. Although she cannot recall the exact duration of her hospitalization or all the details of the incident, she reports that she is currently feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at approximately 9:00 am, the patient was found unresponsive while asleep at home. She was experiencing a hypoglycemic episode. Upon discovering her condition, the patient's father did not perform a blood glucose test but immediately transported her to the hospital. She remained unconscious during the trip and arrived at the facility around 10:00 am. Upon arrival, the patient regained partial consciousness while on a stretcher and was promptly admitted to the emergency room (ER). A blood glucose test was conducted by the attending nurse using a bg meter, revealing a critically low reading of 20 mg/dl. During this time, the patient was intermittently conscious. According to the patient¿s recollection, she was treated with sugar water, dextrose (dct) fluids, and given a can of coca-cola. These interventions resulted in an estimated bg increase to 150 mg/dl, after which she gradually regained full consciousness. The patient remained hospitalized for continued monitoring until her blood sugar levels stabilized. During her stay, her insulin pen was changed from basaglar to toujeo. Although she cannot recall the exact duration of her hospitalization or all the details of the incident, she reports that she is currently feeling better. Data investigation could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted in connection with the allegation that the app experienced signal loss, sensor error, and wearable failure due to very low counts aberration on the alleged date of event, (B)(6) 2025. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.